Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® bivona® custom adult tts¿ tracheostomy tube cuff deflated slowly. No patient injury was reported.

Event description:
Further information was provided by the reporter. According to the reporter, after the reported event was observed, the tracheostomy tube was replaced. The patient did not require additional medical intervention due to the event. It was reported that the incident was observed spontaneously by the patient's family. According to the reporter, the event occurred during the initial use of the device and the cuff was filled with saline. It was reported that the cuff integrity was tested prior to patient use. According to the reporter, no additional patient information is available.